Event description:
It was reported that the pt presented with asymmetric vault (z-syndrome) with dense capsular fibrosis post lens implantation. The surgeon is evaluating treatment options. In the surgeon's opinion, the likely cause of the event is dense fibrosis of capsular bag. This event occurred with the pt's right eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.